Event description:
Drug/diluent: unk, fill volume: not applicable, flow rate: not applicable, procedure: small bowel resection, cathplace: unk. Please ref MDR 2026095-2013-00088/13-00445 (pump), also 2026095-2013-00093/13-00557 (fluid tunneler and sheath). The clinical educator at (B)(6) medical center: reported that they had an infection following a surgical procedure where an on-q was used. It was reported that the device may have been a contributing factor. I-flow comments: add'l info was received on (B)(6) 2013, with regards to 2 (two) add'l I-flow products used in this incident. The reported lot number (142609) belongs to the (B)(4) as a whole kit, within that kit there are two catheter lot numbers (143863 and 133622) it is unk what lot number the reported catheter in this incident belongs to.

Manufacturer narrative:
The sample will not be returned. A device history review is pending investigation at this time. A f/u report will be filed when the investigation has been completed.